Event description:
The patient was treated for an off label endovascular repair procedure for bilateral common iliac artery (cia) aneurysms and an abdominal aortic aneurysm (aaa) on (B)(6) 2021 with the implant of bi-lateral gore (non-endologix) excluder legs, an afx2 bifurcated stent graft bsg) and a vela suprarenal stent graft. It was reported that on (B)(6) 2026 the physician observed that the overlap between the afx2 bsg and the afx vela suprarenal stent graft was insufficient (nearly separated) creating a type iiia endoleak. Reintervention was completed on (B)(6) 2026 where the physician elected to implant two additional afx vela suprarenal stent grafts to re-line the previously implanted devices. The procedure was completed without any endoleaks. The final patient status was not provided.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient; therefore, a device evaluation will not be performed. The distributor reported that the patient medical records are not available. Pre-planning and computed tomography imaging studies have been received for further evaluation by a clinical specialist. A follow-up report will be submitted upon completion of clinical analysis.